Event description:
According to the information received by the reporter, the catheters from three different lots were bent and caused minor bleedings. The patient is recovered from the bleedings. More information is requested.

Manufacturer narrative:
Lots no: 162614, 164794, 164601.